Event description:
Discordant creatinine (crea) and urea nitrogen (bun) results were obtained on one patient sample on a dimension exl w/lm instrument. Of two aliquots from the same patient sample, one aliquot was tested on the dimension exl w/lm and the other was tested on a dimension xpand at a different hospital. All test results matched except the bun and crea, which had resulted lower on the dimension exl w/lm instrument than on the dimension xpand instrument. The aliquot tested on the dimension exl w/lm was repeated at the same site and resulted the same. It is unknown if the aliquot was repeated on the same instrument or an alternate instrument. The customer then obtained the aliquot from the other hospital and tested it for creatinine on the dimension exl w/lm instrument and it resulted the same as on the dimension xpand. It is unknown if any results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant bun and crea results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). After evaluation of the instrument data, the tsc specialist did not find an instrument malfunction. During troubleshooting, the customer stated that both aliquots had also been tested for sodium, potassium, chloride, carbon dioxide, glucose, calcium, total bilirubin, aspartate aminotransferase, alkaline phosphatase, alanine aminotransferase, total protein, and thyroid stimulating hormone, and the results from dimension exl w/lm and dimension xpand had matched for all of those assays. The tsc specialist recommended that the patient be redrawn and retested to determine the correct bun and crea results. The tsc specialist followed up with the customer at a later date and the customer stated that the discordant results had been caused by the sample. Both aliquots had been run on the dimension exl w/lm instrument, the dimension xpand instrument at the other hospital, and an alternate dimension instrument at the customer site. The bun and crea results were reproducible on all three instruments for both aliquots. The customer did not know if the patient had been redrawn or what the correct results were. The cause of the discordant bun and crea results is related to the patient sample. This instrument is performing according to specifications. No further evaluation of the device is required.